Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. It was noted that the patient was sleeping at the time of therapy delivery. The noise and decreased r-wave amplitude was able to be recreated in n secondary and alternate sensing vectors when the patient bent down. No noise was seen in primary vector. The sensing vector was reprogrammed to primary. All impedance measurements were within range. Due to a concern over a potential fracture, boston scientific technical services (ts) was consulted and discussed re is a reasonable likelihood of pocket fracture based upon the type of signal observed. Review of the x-ray found that the lateral view shows potential situation in which the electrode body has some curvatures which may increase mechanical tension in the electrode. The xiphoid area did not show any macroscopic damage on the x-ray. Ts recommended a revision procedure to evaluate the electrode. It was noted that the physician would plan a revision procedure in the near future. At this time the electrode remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. It was noted that the patient was sleeping at the time of therapy delivery. The noise and decreased r-wave amplitude was able to be recreated in n secondary and alternate sensing vectors when the patient bent down. No noise was seen in primary vector. The sensing vector was reprogrammed to primary. All impedance measurements were within range. Due to a concern over a potential fracture, boston scientific technical services (ts) was consulted and discussed re is a reasonable likelihood of pocket fracture based upon the type of signal observed. Review of the x-ray found that the lateral view shows potential situation in which the electrode body has some curvatures which may increase mechanical tension in the electrode. The xiphoid area did not show any macroscopic damage on the x-ray. Ts recommended a revision procedure to evaluate the electrode. It was noted that the physician would plan a revision procedure in the near future. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that the electrode was received for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. It was noted that the patient was sleeping at the time of therapy delivery. The noise and decreased r-wave amplitude was able to be recreated in n secondary and alternate sensing vectors when the patient bent down. No noise was seen in primary vector. The sensing vector was reprogrammed to primary. All impedance measurements were within range. Due to a concern over a potential fracture, boston scientific technical services (ts) was consulted and discussed re is a reasonable likelihood of pocket fracture based upon the type of signal observed. Review of the x-ray found that the lateral view shows potential situation in which the electrode body has some curvatures which may increase mechanical tension in the electrode. The xiphoid area did not show any macroscopic damage on the x-ray. Ts recommended a revision procedure to evaluate the electrode. It was noted that the physician would plan a revision procedure in the near future. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that the electrode was received for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the 12 cm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise, oversensing, and inappropriate shock.